Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 months post implant of this 31mm mitral annuloplasty band, it was explanted and replaced with an annuloplasty band of the same size and model. It was reported that there was mitral regurgitation caused by the progression of mitral valve disease with prolapse of the medial part of the posterior leaflet. It was also reported that the p2 and p3 segments of the posterior leaflet were repaired with gore-tex during the procedure. No additional adverse patient effects were reported.